Event description:
It was reported that during a surgical procedure at the user facility the device was producing metal shavings. There was no report of the metal shavings entering the surgical site. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Upon visual evaluation by the manufacturer service technician, it was confirmed that the front end assembly had metal shavings. No specific device failure was identified, but based on a review of complaint trending, a probable cause for the reported event is wear over time.

Event description:
It was reported that during a surgical procedure at the user facility the device was producing metal shavings. There was no report of the metal shavings entering the surgical site. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Follow up will be submitted once quality investigation is complete. (B)(4): failure analysis in progress.